Event description:
It was reported that black slice extraneous matters adhered to the catheter wall were found inside the catheter, which would float when water was being injected for catheter flushing.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx0980 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of black foreign materials being flushed from the catheter was inconclusive due to the sample condition. Three photographs of a 4fr s/l groshong catheter were returned for evaluation. The catheter was laying within the clear plastic packaging tray. The device appeared to be clinically unused as the flushing stylet was still inlaid within the catheter lumen and the two-piece connector had not been attached to the catheter shaft. A small pool of clear liquid, which was likely from the catheter being flushed, was seen within the packaging tray. Black foreign material was seen within the pool of liquid. The size of the foreign material with respect to the catheter lumen and specific characteristics of the foreign material could not be determined without evaluation of the physical sample. The origin of the foreign material could not be determined from the photographs alone. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint of a foreign material within the catheter could not be independently confirmed without evaluation of the physical sample; however, the report of foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : device not returned for evaluation.

Event description:
It was reported that black slice extraneous matters adhered to the catheter wall were found inside the catheter, which would float when water was being injected for catheter flushing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign matter inside the catheter was determined to be inconclusive due to the poor sample condition of the returned product. One 4 fr s/l groshong catheter was returned with the inlaid stylet. The product was not returned without any packaging. The photo sample received included a 4 fr s/l groshong catheter still in the rigid, plastic packaging with what appeared to be black material beside the catheter inside the opened packaging. An initial visual observation of the returned physical sample showed blood residue observed within the catheter. A functional test was performed by flushing the catheter with water using a 12 ml syringe. No material or particulates were expelled from the catheter during flushing of the returned device. The catheter was patent to infusion with no leaks. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint of a foreign material within the catheter was inconclusive with an evaluation of the physical sample; however, the report of foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that black slice extraneous matters adhered to the catheter wall were found inside the catheter, which would float when water was being injected for catheter flushing.